Event description:
It was reported via a medsun medwatch mandatory and voluntary report that, on an unknown date in april, a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch: was found to be occluded during patient use. The blue clave on the cassette (b port), inner plastic pushes into the clave when attaching secondary tubing or chemo lock. The pharmacy and ICU medical were notified to arrange for the return of the defective device. The event is happening more often with the increased volume of patients and the many infusions. When this happens, the entire primary tubing set is discarded, and a new set is re-primed. The blue clave on the bottom is a normal functioning clave and the blue clave above is an example of a faulty clave when the inner rubber gets pushed down and the secondary tubing will not flow. When the secondary tubing is then detached from the faulty clave, the medicine sprays out from the pressure. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However the complaint can be confirmed based on lot history review. The probable cause is related to a molding error that could lead to crushed spikes on the claves of the secondary port. The lot history was reviewed, and the following nonconformity was identified: exception type: ncmr, document ID: (B)(4). Lot#: 13659755. Discrepanc, "on 10/18/23, b1 qa found several misaligned spikes while bracketing for bad slits on part# 67-2068, lot 13785988, ncmr 23985. The lot 13785988 used the spikes (part# r1-15562, lot# 13659755) which might cause the misaligned spikes. B1 qa also found window and tip flash on the spike. Total spikes quantity (B)(4) units, including 50 totes at (B)(4) units per tote." This could lead to a crushed spike that causes stick downs and inability to infuse.